Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had mis-detected an atrial tachycardia (at) / atrial fibrillation (af) episode as a ventricular tachycardia (vt) episode which resulted in the patient receiving an inappropriate therapy. Anti-tachycardia pacing was provided and accelerated the rhythm to a ventricular fibrillation (vf). It was noted that the delivered therapy did break both the atrial and ventricular arrhythmias. It was also noted that the patient was not taking their medication as prescribed. The device remains in use. No further patient complications have been reported as a result of this event.